Manufacturer narrative:
Product analysis: the device was returned to medtronic investigation lab for analysis. No ancillary device or images were returned with the hawkone and cutter driver. Device was connected to the cutter driver. A 90-degree bend observed in the torque shaft beneath the strain relief. Inspection of the distal assembly revealed biological debris throughout the housing. Multiple bends noted in the housing and housing was curved in a "c" shape. Noted that the inner laser drilled coils were separated and detached however, the tecothane remained attached to the cutter window assembly. The proximal guide wire lumen was disengaged from the proximal segment of the housing and was flapped over. Microscopic inspection of the cutter window revealed no anomalies, biological debris was noted within the window. The cutter was returned advanced into the housing. Closure inspection revealed a radial fracture of the inner coils, distal to the anchor pockets. The coils had detached and separated proximal to the housing weld joint. The tecothane was bent, stretched, and twisted however, it remained attached to the cutter window housing assembly. Inspection of the proximal end of the guide wire lumen revealed that it as frayed and torn. Zipper tearing was observed throughout the remainder of the distal housing. Zipper tearing was also observed on the proximal end of the guide wire lumen of the rotating distal tip. The cutter driver was activated and the cutter was retracted into the cutter window. No anomalies were noted with the cutter; however, it was noted that a material consistent with pet was proximal to the cutter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone device with a 7fr non-medtronic sheath and 0.014 non-medtronic guidewire during treatment of a 100mm calcified lesion in the patient¿s mid left superficial femoral artery (sfa) of diameter 5mm. Moderate vessel calcification is reported. Lesion exhibited 90% stenosis. Embolic protection was not used. IFU was followed. Vessel pre-dilation was not performed. Atherectomy was successful. Post-dilation performed. It is reported at the end of the procedure, on fluoroscopic imaging, a partial detachment was observed. The partial detachment is reported to be between distal to the cutter packing chamber and the drive shaft. The device and all its components were safely removed from the patient as one unit without intervention. The position of the cutter upon device withdrawal from the patient is unknown. No patient injury reported.